Event description:
Procedure type: gastric. According to the reporter: the needle broke while inserting prior to insufflation. All pieces were retrieved. Used another device to complete the case. No patient injury reported, and the current status of the patient is fine.

Manufacturer narrative:
(B)(4).